Event description:
Baxter was notified of an alleged donor response that was experienced during an amicus single needle procedure. The operator noted that the donor felt discomfort and uneasiness prior to the apheresis procedure, which may have prompted the donor response. The donor reported tingling which is a symptom known to be associated with "acd". The donor received 5 tums tablets. The operator reported that during the return cycle, "ppp flow problems" were experienced however, she does not believe that it caused the donor response. The operator ended the collection procedure and reinfused the donor. The donor left the apheresis facility in good condition.